Event description:
It was reported that during an unknown procedure, the white pad completely disassembled from the device, but did not fall into the patient. The surgery was completed using another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2010. Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.